Event description:
Wife of home pt (hp) reports hp feeling "discomfort" during apd treatment. Wife of hp reported hp was connected to device in prime. Hp completed treatment with the assistance of the baxter tech svc ctr. No pt injury or medical intervention required per rn.